Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the overlay was cracked. Analysis also found the programmer failed incoming functional testing; the lem (link electronic module) printed circuit board assembly was found out of electrical specification. It was noted the speaker was taped. (B)(4).

Event description:
It was reported that the programmer screen was cracked and would not respond to the touch pen. The programmer was returned for repair. There was no patient involvement.